Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade iii.

Event description:
It was reported that the patient experienced an oxygen desaturation of 69% after completing 10 cycles of therapy on the synclara device. There was no allegation of a device malfunction. This report was filed in our complaint handling system as complaint # c-0002198764